Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and external ram crc error. The customer¿s blood glucose was unknown. The customer stated that they were able to clear the alarm. Customer was able to complete rewind. The troubleshooting was performed and customer also stated that they did not received another unexpected restart alarm after battery change. Customer stated that alarm occurred shortly after inserting a new battery. Customer was experienced multiple unexpected restart alarms after battery change. The insulin pump will be returned for analysis.